Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms, which caused a red alert in latitude. The patient was advised to follow-up with their physician. The rv lead remains in service and no adverse patient effects were reported.